Event description:
It was reported that: "pt had groin pain, from fibrous bands of tissue that had been crossing the adm insert and snapping iliopsoas tendonitis."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.